Event description:
Patient with chronic renal failure on hemodialysis, underwent cementless r tha in 03 for treatment of avascular necrosis.this was done with a trident hemispherical solid back up, crossfire linear, and a secure-fit ha stem. Clinically, patient did well for 12-15 months, but was noted to have x-ray signs of femoral component loosening on x-ray. Sixteen months post-up, patient began having pain consistent with femoral component loosening, and they underwent revision of a loose secure-fit ha stem in 05. The stem was grossly loose, and it is though that this may be related to poor ingrowth secondary to renal failure bone disease. The crossfire liner was exchanged incidentally. There was never any signs of wear or other problem with the liner.